Manufacturer narrative:
The reported field event of an inability to remove the set screw was confirmed in the laboratory. Upon receipt the lead was stuck in the connector port of the header. The set screw was separated from the connector. Sem examination of the connector block threads noted epoxy which caused the setscrew to get stuck. When the setscrew was tightened in the field, the epoxy in the threads resulted in the setscrew being locked in place which prevented removal of the lead. A manufacturing anomaly may have occurred that caused the epoxy to be in the connector block threads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, fluoroscopy revealed that the ventricular lead was not completely connected to the pacemaker. When the physician was unable to unscrew the lead, the pacemaker was not implanted and was replaced. The patient was stable.